Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 27 mg/dl. It was also stated that the customer had not been eating. Troubleshooting was performed and the insulin pump passed the displacement test and the programming was correct. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.